Event description:
On (B)(6) 2026, my libre 3+ glucose reader was showing my blood sugars were going low. I did a finger stick which showed I was actually in a high reading by almost 100 mg/dl higher than the reader was showing. I then did a finger stick on another brand monitor which pretty much agreed with the higher reading of the libre 3+ finger stick. I went back and forth with finger sticks between the libre reader and my other brand monitor which were consistent with each other but not with the sensor reading which consistently showed low. I did not know if it was a sensor error or reader error. I called libre customer service where the rep did a very through troubleshooting. We spent almost an hour with finger sticks and readings where she documented the results and agreed there was too great of an error with the reader. She asked for error codes on my reader where er9,978 code showed that morning. She said that code warranted a replacement of the reader. She sent me an email to confirm replacement of the sensor and reader and to request the defective returns. I received a new sensor but not a new reader. I waited a day or so to see if the reader was shipped separately. When I didn't receive it, I called and was informed I received a replacement last may due to a defect and they only replace one a year. The reader replacement was denied. I said the earlier rep said the code warranted a replacement. I also asked wouldn't this one still be in warranty which this supervisor wouldn't answer. I said the reader was still erratic even with a new sensor. The rep escalated the defected reader which I was told today it is still being denied. I'm am still finger sticking and comparing. This reader is still erratic at times. I told the rep I will file a complaint. I believe if an error code warrants a replacement due to a defect and I was denied a replacement due to a policy, then that puts me at risk. It is not my fault or responsibility if the reader is defected.